Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) alleging a power issue with the pump. The reporter claimed that the pump was powering off. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that the pump would shut off at times and the patient would have to perform the rewind, load, and prime steps while disconnected. He was unable to say how often the issue was occurring. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The reporter denied that there was corrosion on the battery or in the battery compartment. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Device evaluation submitted 12/10/2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing was unable to confirm the reported power issue. Pump boots to verify screen with auditory and vibratory alarms. No power issues were duplicated on power up. A reboot was observed in the black box but not reproduced on the bench. Observed no physical damage to the battery compartment or evidence of moisture damage. No battery cap was returned with the pump. A test cap was used for testing. The pump was opened after testing and evaluated; no intermittent power connections were observed to the power flex, terminals, or printed circuit board. Review of the black box shows one reboot occurring on the reported event date. The pump was exercised for 24hrs with no reboots or power issues being duplicated. Unrelated to the complaint; all keypad buttons are intermittent when pressed. The keypad was removed and contamination around/underneath all button contacts was observed.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.